Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping a gangrenous cystic duct and during the firing cycle, after preloading the clip, put clip around structure, after forming the clip came off structure while removing clip applier. This happened twice then the third one was not totally formed. Reapplied three more times with the same device with success. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: did clip fall into the patient? Yes. If yes, how was the clip retrieved? Grasper. Which firing of the device did this event occur on? First 3. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, in. What were the indications for surgery? Gangrenous gall bladder what was found? Does the patient have any relevant history of surgical treatments? Don't know. Did somebody other than the primary surgeon fire the instrument? No.